Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter - the article was written by c. Pattyn, et al. In the journal of arthroplasty (2010) doi:10.1016/j.arth.2008.10.010. This information was originally reported on 1825034-2016-00851 which referenced a journal article written on a study that this patient took part in. Product location unknown.

Event description:
Information was received based on the review of the journal article, "complications encountered with the use of constrained acetabular prostheses in total hip arthroplasty." The initial purpose of this article was to describe the complications the authors encountered in even a short postoperative period with the use of 3 different types of constrained acetabular cups. Because of the high failure rate, the authors changed their approach and started using large-diameter metal-on-metal bearings for similar indications. They compared the complication rate between these 2 series to find out whether such bearings could be considered as a possible alternative to constrained devices for similar indications, although the 2 sequential groups were different and therefore difficult to compare. A patient identified in the article underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due, four months post-op, due to the metal back of the liner pulling out. Competitor products were implanted.